Event description:
It was reported that during a procedure of the moderately calcified, right common iliac artery, the 6.0 x 18 otw omnilink stent delivery system was advanced pass the lesion, however, during attempted pull back to the target area, the stent implant dislodged off the balloon. A second 6.0 x 58 mm omnilink stent was used to crush the dislodged stent against the vessel wall and as treatment for the lesion. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - biliary stent used in the vascular system. The stent remains in the anatomy. The stent delivery system (sds) is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It was reported the omnilink sds was used in the iliac artery. The omnilink instructions for use (IFU) states in the indications section that the omnilink biliary stent system is intended for palliation of malignant strictures in the biliary tree. The IFU warnings section states, the safety and effectiveness of the device for use in the vascular system have not been established. It is unknown how the off label use of the device contributed to the reported difficulty.